Manufacturer narrative:
Follow-up # 1 date of submission 04/28/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 04/11/2014 with the following findings:the keypad was found to be fully intact; there was no damage observed. The complaint of the intermittently unresponsive keypad buttons was not able to be duplicated during testing; all keypad buttons responded appropriately to button presses. The keypad cover was removed and contamination was found under the down arrow and contrast key contacts. Unrelated to the complaint, evaluation revealed that the display screen was dim with discolored text.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was reported that the keypad buttons were intermittently unresponsive and required hard, multiple presses for several weeks. The reporter stated that the keypad was bubble up and separating from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.